Event description:
The letter states the consumer was in their wheelchair and could not get up the stairs to get into the house, when two family members each grabbed the wheelchair by the frame and wheel to carry patient up the stairs. The left front weld of the arm support allegedly broke, causing the wheelchair to fall and the consumer to fall out ot the chair and injure their stump. The alleged injury developed into a severe infection that required hospitalization.